Event description:
A report was received that the patient is experiencing pain at the ipg site. The patient was scheduled to undergo a pocket revision but will not due to personal reasons.

Event description:
A report was received that the patient is experiencing pain at the ipg site. The patient was scheduled to undergo a pocket revision but will not due to personal reasons.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision to relocate the ipg. The patient is doing well following the revision. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.